Manufacturer narrative:
(B)(4). Patient age: over 18 years old. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a steam pop occurred. The lesion being treated was located in the right atrium. While applying radiofrequency energy using a intellatip mifi¿ xp temperature ablation catheter, a 'steam pop' was noted. The procedure was successfully completed with this device. No patient complications were reported and the patient's status is fine.